Event description:
As reported by an affiliate, during an angioplasty, the surgeon cannulated the right coronary artery from the femoral artery to attempt a coronary flow wire (ffr) with a radi wire. While trying to excessively torque the catheter it was noted the guide kinked and twisted. Upon attempting to untwist, the guide snapped and separated into 2 pieces (approximately 1/3 from the distal end) in the area where it had kinked. The physician with resistance removed the guide by snaring the distal end through a femoral cutdown and subsequent repair. It was noted that a goose neck was not used as too much damage would have occurred. The angioplasty was unable to be completed. There was a delay of approx 40 minutes between the guide snapping and the distal portion being removed. There were no abnormalities noted when the device was removed from the package and no anomalies noted during prep. The patient was reported to be currently stable. The angioplasty procedure has been delayed indefinitely.

Manufacturer narrative:
Updated complaint conclusion to include analysis: as reported by an affiliate, during an angioplasty, the surgeon cannulated the right coronary artery from the femoral artery to attempt a coronary fractional flow reserve with a radi wire. While trying to excessively torque the catheter it was noted the guide kinked and twisted. Upon attempting to untwist, the guide snapped and separated into 2 pieces (approximately 1/3 from the distal end) in the area where it had kinked. The physician with resistance removed the guide by snaring the distal end through a femoral cutdown and subsequent repair. It was noted that a goose neck was not used as too much damage would have occurred. The angioplasty was unable to be completed. There was a delay of approx 40 minutes between the guide snapping and the distal portion being removed. There were no abnormalities noted when the device was removed from the package and no anomalies noted during prep. The patient was reported to be currently stable. The angioplasty procedure has been delayed indefinitely. The product has since been returned for analysis. Fal: one non sterile 6f .070 guiding catheter was received coiled inside a plastic bag for analysis. The received unit was broken and separated in two pieces. The proximal section was 36.4 cm in length and was found to be kinked at 2, 16, 26.5, and 28.5 cm from proximal end, the end side and separation point of this section looks to be twisted before got broken . The distal section was 66.5cm in length and was found to be twisted at 5.5 cm, and kinked at 8.8, 45, and 57.8 cm from the separation point; also it looks to be twisted and elongated before got broken. The catheter ID and od were measured near to kinked condition and results were found within specification. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The complaint reported by the customer ¿catheter (body/shaft) - separated¿ was confirmed, the cause of this event experienced by the customer during procedure could not be conclusively determined; however procedural factors related to excessive torquing may have contributed to the reported event. There is nothing in the analysis, the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during an angioplasty, the surgeon cannulated the right coronary artery from the femoral artery to attempt a coronary fractional flow reserve with a radi wire. While trying to excessively torque the catheter it was noted the guide kinked and twisted. Upon attempting to untwist, the guide snapped and separated into 2 pieces (approximately 1/3 from the distal end) in the area where it had kinked. The physician with resistance removed the guide by snaring the distal end through a femoral cutdown and subsequent repair. It was noted that a goose neck was not used as too much damage would have occurred. The angioplasty was unable to be completed. There was a delay of approx 40 minutes between the guide snapping and the distal portion being removed. There were no abnormalities noted when the device was removed from the package and no anomalies noted during prep. The patient was reported to be currently stable. The angioplasty procedure has been delayed indefinitely. The device was not returned for evaluation however a review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device the reported customer complaint of catheter/body/shaft separation could not be confirmed. Review of the information provided suggests that procedural factors, excessive torquing, may have contributed to the reported event. There is nothing in the device history report review or the event description to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.